Event description:
It was reported that only t1 fired correctly, t2 didn't fire after several attempts. Fast-fix 360 used as an alternative. No patient injury or significant time delay reported.

Manufacturer narrative:
One (B)(4) ultra-fast-fix needle delivery system device returned. The complaint stated: ¿it was reported that only t1 fired correctly, t2 didn't fire after several attempts. Fast-fix 360 used as an alternative.¿ this device requires user advancement of the actuator lever to position the anchors at the tip of the delivery needle for manual stripping off of each. The protective blue split cannula was not returned. The white depth/penetration limiter was returned and has not yet been trimmed. T1, t2 and suture were not returned. The delivery needle has been manipulated. It is visibly bent and bowed. The manual advancement button and actuator were functional. No root cause related to the manufacture of the device was confirmed. No further investigation is warranted. Describe event updated.

Event description:
It was reported that only t1 fired correctly, t2 didn't fire after several attempts. Fast-fix 360 used as an alternative. No patient injury or significant time delay reported. The t1 implant was removed from the patient.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.